Event description:
The locking mechanism would not lock properly. Another insert was available and was used successfully. There was no adverse consequence for the pt or delay in surgery or anesthesia time.

Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event is not device related but rather is associated with intra-operative procedures.